Event description:
It was reported that the device "stopped functioning" and was removed. The pt recovered without sequelae. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.